Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported an unspecified app issue occurred. Data was evaluated and the allegation confirmed. The probable cause was determined to be an sql error. No injury or medical intervention was reported.